Event description:
A reporter contacted lfs on behalf of the patient alleged a " apply sample" message on the patient's onetouch verio pro meter. The patient did not exhibit any symptoms due to the alleged issue or seek any medical attention. While troubleshooting, it was noted that the patient had been applying the sample incorrect. Customer service advised the reporter the proper way to test, the reporter had the patient retest using the proper technique and issue was not resolved. Meter was replaced. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Follow-up #1 (12/2/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.